Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level would reach to 400 mg/dl. The customer would disconnect, check the tubing, reconnect and resume insulin delivery. As the customer was not currently receiving an occlusion alarm, tandem technical support was not able to perform trouble shooting to help determine a possible cause of the occlusions.